Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was received and was able to be turned on, and shortly after unexpectedly shutdown. There was no impact to customer's blood glucose level. Customer had not yet connected to the pump for insulin therapy. Contact indicated they had back up manual injections for continued insulin therapy.